Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare products is 0.49/million sets.

Event description:
Overdelivery reported. The pump was set to infuse. Heparin 25,000 units/250ml at 10ml/hr via primary line with a concurrent maintenance infusion at 50ml/hr via secondary. A new heparin container was started at 7:45 am. At 4:45pm a nurse noted the heparin container was empty. The secondary maintenance fluid appeared to have delivered correctly as programmed. The secondary infusion had been interrupted at 9am that morning for infusion of ciprofloxacin at 200ml/hr. The secondary was then returned to 50ml/hr. The patient did not experience any adverse effects. No further information was available.